Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was intermittently not delivering boluses as intended. Pump data review by tandem technical support confirmed the pump was functioning as intended; however customer maintained that the pump was not functioning properly. Customer¿s blood glucose level ranged from 180-388 mg/dl; cause was unknown. The customer continued to use the pump for insulin therapy.